Event description:
Boston scientific received information that this lv lead had dislodged, caused muscle stimulation and exhibited high pacing threshold measurements. This lv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.